Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had another operation 8 days following a laparoscopically assisted rectum operation with removal of a liver metastasis. The rectum was closed very deep with the instrument but was not anastomosed. It was stated that the instrument was triggered properly but no staples were set. It was stated that a rectum without any staples was found. The incision was extended to more than one inch due to the device problem and rectum stump was damaged. The patient is still at the hospital.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use reloadable stapler opened and one single use reloadable stapler sealed. The open instrument was loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Microscopic evaluation of the anvil buckets noted strike markings indicating the presents of staples. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. The sealed instrument was received loaded with a 3.5mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted that a full staple complement was present. Functionally, the instrument and sulu were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.